Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot number 5598237. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. The deflation was confirmed by the examination by the healthcare professional. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants on (B)(6) 2018.

Manufacturer narrative:
On 11/20/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent at junction of shell and patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the yellow material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).